Event description:
The manufacturer received information alleging an issue related to a CPAP pro device's sound abatement foam. The patient alleged mold on the tongue. There was no report of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously marked additional MFR narrative incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP pro device's sound abatement foam. The patient alleged mold on the tongue. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The manufacturer inspected the device externally to find corrosion to the underside of the device and rust stains. The manufacturer also found a ring of carbonous deposit on the exterior of the air outlet port. The device was visually inspected internally and found evidence of white particulates from water ingress. The manufacturer also found evidence a fine dark particulate consistent with cigarette smoke. A third particulate was found but was unable to be determined. There was no report of sound abatement foam degradation. The manufacturer concludes the root cause of contamination is from water ingress and cigarette smoke.